Event description:
User reported a leakage during an infusion of glucose. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. The IV administration set has been requested for investigation but not yet received to date.

Manufacturer narrative:
(B) (4). (B) (4).